Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed one similar product complaint(s) from this lot number.

Event description:
It was reported the patient had a catheter inserted due to chemotherapy. It has been used for more than 2 months. Today, the catheter was maintained and it was found that there was fluid leakage at 42cm of the catheter. Pre-cut the catheter 7cm, replace with a new connector, and report to the equipment department immediately.